Manufacturer narrative:
The insulin pump received with no act and down button response due to corroded keypad traces. The insulin pump was received with minor scratched display window, cracked display window corner, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The mother reported via phone call that the customer had a keypad anomaly. The mother stated the act button was intermittently responsive on the insulin pump. Customer's blood glucose was 435 mg/dl. The customer was treated with a bolus for their blood glucose. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.